Event description:
The pump was returned for investigation. Investigation revealed contamination under buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was worn but the rubber keypad was intact. Evaluation revealed that all buttons responded appropriately. Evaluation revealed that there was contamination under all key contacts. The battery compartment had a crack in it. There was moisture corrosion in the battery compartment. There was moisture corrosion in the pump compartment. Unrelated to the complaint, the display lens was found to be scratched. (B)(6).